Event description:
During evaluation of a returned minicap transfer set, embedded particulate matter was found. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of particulate matter. A review of all batch record documents was performed for lot number h14a02032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample returned was found to contain embedded particulate matter during visual inspection. The sample passed the clear passage testing but failed underwater pressure leak and clamp function tests due to unrelated issues. Upon conclusion of the evaluation, the cause of the particulate matter could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated, but the investigation is still in progress. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.